Manufacturer narrative:
Physio replaced the therapy pcb assembly and fuses on the power pcb assembly to resolve issue. Proper device operation through functional and performance testing was confirmed before the device was returned to the customer for use. The root cause of the issue was a bad therapy pcb.

Event description:
Physio-control's field service rep was inspecting device under contract and found that the device did not have a pacing output. Installation of a bed therapy pcb from stock blew fuses from the power pcb assembly, and the device did not work on battery source. There is no patient involvement with incident.